Manufacturer narrative:
The test strips were not returned. As no product was returned, a specific root cause could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The initial reporter clarified the times of the tests and the serial numbers of the inform meters involved. The reporter also provided a glucose result from the laboratory that was performed on the day of the event. The initial report stated: "the initial reporter complained of discrepant glucose results on an accu-chek inform ii meter (meter a) compared to 2 other accu-chek inform ii meters (meter b and meter c)." This has been clarified to say: the initial reporter complained of discrepant glucose results on an accu-chek inform ii meter (meter a) compared to another accu-chek inform ii meter (meter b). The specific times for the tests were provided: the result from meter a at 7:54 a.m. Was 427 mg/dl. The result from meter b at 7:56 a.m. Was 191 mg/dl. The result from meter a at 7:58 a.m. Was 96 mg/dl. Meter b serial number was (B)(6).

Manufacturer narrative:
Meter a (serial number (B)(6) was received for investigation and tested with retention strips and retention controls. Control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Results: level 1 ¿ 44, 44, and 45 mg/dl. Level 2 ¿ 299, 308, and 304 mg/dl. All returned results are within acceptable range. The meter was disassembled for further investigation. No damage or contamination was observed. No information was provided in the complaint that would point to a cause for the discrepant results.

Manufacturer narrative:
Meter a serial number was: (B)(6). Meter b serial number not provided. Meter c serial number not provided. Controls are performed every 24 hours and have passed. The test strips were requested for investigation. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of discrepant glucose results on an accu-chek inform ii meter (meter a) compared to 2 other accu-chek inform ii meters (meter b and meter c). The result from meter a was 427 mg/dl. The result from meter b was 191 mg/dl. The specific result from meter c was not provided but it was reportedly "very close to 191 mg/dl." The reporter believes all testing was performed within 5-10 minutes.